Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: manufacturing files were reviewed and no issues were found for this lot number.conclusion: the instrument was found to be over 5 years old therefore, the cause is normal wear.

Event description:
It was reported that after a locking bone screws into reflex hybrid plate, surgeon wished to remove bone screws using extractor driver and draw rod, but device failed.

Event description:
It was reported that after a locking bone screws into reflex hybrid plate, surgeon wished to remove bone screws using extractor driver and draw rod, but device failed.